Event description:
On (B)(6) 2009, the pt reported that while attempting to clear an e4 (occlusion) error she pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. The contents of the insulin cartridge spilled into the cartridge compartment of the infusion device. She switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.